Event description:
The event is reported as: complaint alleged that the cup is leaking medication from top of cup during treatments. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.